Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during loan kit inspection on august 2, 2024, it was identified that there was burring in a screw head; screw was not able to be unscrewed from equipment. There is no surgeon, procedure, or patient details available. This report is for an unknown screw.

Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 8030965-2024-11085 is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 8030965-2024-11085.